Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was admitted to the hospital with blood glucose (bg) of 613 mg/dl and vomiting and dehydration. The patient was reportedly given "3 bags of insulin, 3 bags of saline, and sugar water". The patient was reportedly in early stages of diabetic ketoacidosis. The patient was reportedly in the hospital until the evening of (B)(6) 2013. The reporter stated that the doctor at the hospital removed the cartridge from the pump and found insulin dripping from the back of the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention attributed to a leaking cartridge.